Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new insulin pump and experienced a high blood glucose. The customer mentioned that she checked her blood glucose at 1:00 am and it was 592 mg/dl and she gave an injection. During high blood glucose troubleshooting, her blood glucose value was 540 mg/dl at the time of the call. Her current blood glucose is 329 mg/dl. The customer stated that she does have a back-up plan: syringes and insulin. She mentioned that she did call the ER the night prior to inquire about her high blood glucose. The customer changed her infusion set the night prior because she saw a little red mark on her skin. During troubleshooting, customer said that the drive support cap appeared normal and said that everything else appeared to be okay as well. The customer declined the rest of troubleshooting for her high blood glucose because she said that her blood glucose was coming down and she is going to call back to perform the high-pressure test. The insulin pump will not be returned for analysis.